Event description:
Related manufacturer reference number: 2017865-2021-38122, 2017865-2021-38121, 2017865-2021-38118, 2017865-2021-38116. It was reported the patient presented in clinic due to an infection and pocket erosion. The patient's implantable cardioverter defibrillator, left ventricular lead, atrial lead, right ventricular lead, and an inactive right ventricular lead were all explanted without issue. The patient was stable.